Event description:
In 2003 pt had cypher stent deployed in proximal lad and ptca to ramus intermedius and the right posterior descending and right posterolateral arteries. Discharged home following day. Readmitted to hospital 4 days later with chest pain. Positive mi. Back to cath lab for emergent cath. Reocclusion to distal right artery, lad, and ramus intermediate. Ptca to lad and ramus. Charted "stent thrombosis restenosis." Started having chest pain again the next morning- back to cath lab-consulted surgery. Pt had CABG x 4.